Event description:
It was initially reported by the customer that the device did not have an active display. There were no reports of patient use associated with the reported failure. Upon initial eval by physio-control, it was observed that there was no ECG trace displayed using leads and also no ECG trace in paddle mode. It was also observed that the service light would be displayed when switching to paddle mode, and the device then would not charge to any energy levels.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. It was observed that the device would charge and deliver therapy properly in manual mode using the quick combo cable; however, it would not charge when switched to paddles. It was also observed that the device would display "connect electrodes" and it would not analyze in AED mode. The cause of the reported failure was isolated to the device's system pcb assembly. The customer received a replacement device.